Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (conscience sedation, patient took deep breath during deployment) may have contributed to the embolization of the initial valve and subsequent placement in the lpa. The second valve was successfully deployed where intended. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Valve embolization of a 26mm sapien 3 ultra valve occurred during the valve deployment in an existing tricuspid surgical valve. As reported, this case was an off label tricuspid valve in valve procedure performed due to stenosis of the existing surgical valve in the tricuspid position. A 26mm sapien 3 ultra valve was positioned across the surgical valve and slowly deployed. During deployment, the sapien 3 ultra valve moved ventricular, ending up almost completely in the rv. Attempts were made to pull the valve back into the surgical tricuspid valve; however, the attempts were unsuccessful. The embolized valve ended up migrating into the pa and eventually advanced into the lpa where it remained. A second sapien 3 ultra valve was successfully deployed across the surgical valve in the intended position. The patient remained stable throughout the procedure and was doing well post ttvr. All valves remain implanted in the patient. It was speculated that the embolization of the valve was caused by the patient taking a deep breath during deployment.